Event description:
It was reported that the staff prepared the intra-aortic balloon (iab) per the instructions for use prior to insertion. The md punctured the left femoral artery and advanced the spring wire guide (swg) and super arrow-flex (saf) sheath. The md attempted to insert the iab and advance the catheter until he felt resistance. After several failed attempts, the md removed the sheath and catheter together. The md used the saf sheath and the same insertion site with another iab with success. There was no pt death or injuries reported and the pt did not require any medical or surgical intervention. The pt was listed in "good" condition. There was a 10 minute delay in therapy noted.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.